Manufacturer narrative:
This event occurred in (B)(6). The customer stated qc had been acceptable. The field service engineer (fse) found an issue in the vacuum tank; the tank was dirty and there was obstruction in a tube. The fse cleaned the tank and the module was running back within specification. The investigation determined the issue identified by the fse was the root cause of the event.

Event description:
The initial reporter questioned results for "several" patients for "several" tests on a cobas 6000 c (501) module. Data for 2 patient samples was provided where 1 patient had discrepant potassium (k) results and 1 patient had discrepant sodium (na) results. Patient 1 initial k result was 2.46 mmol/l. The repeat result was 4.33 mmol/l. On (B)(6) 2019 patient 2 initial na result was 168 mmol/l. The repeat result was 133 mmol/l. Some of the results were reported outside of the laboratory, however, the customer was unable to specify which results. No electrode lot numbers with expiration dates were provided.